Event description:
A customer contacted beckman coulter regarding an erroneously low hemoglobin (hgb) result from a single patient sample that was generated by the coulter act diff 2 instrument. A patient sample was tested for hgb and a result of 6.6g/dl was obtained. The customer re-tested the original sample for hgb and obtained the "same result." The actual printouts from the coulter act diff 2 instruments were not provided. The customer indicated that the patient was admitted to an ER because of a result of an additional testing unrelated to this event. The patient's sample was tested for hgb at the hospital's lab and the result was 14g/dl. The hospital's printouts were not provided. Hgb results generated by the coulter act diff 2 instrument were verified to be erroneous when compared to the hospital's result. Based on available information there was no patient treatment based on hgb result obtained in this event.

Manufacturer narrative:
Qc was performed before the event. The customer inspected the sample for a clot between the first and the second run, but no blood clot was found. The customer indicated that after running the patient sample they noticed a leak below the instrument. A field service engineer (fse) was dispatched to the customer's lab on 08/01/06. The fse inspected the instrument and found no evidence of a leak either inside or out side of the analyzer. The fse verified the instruments' reliability per established procedures; results meet published performance specifications. As of august 18, 2006, there have been no additional reports of low hgb results from this account. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.